Manufacturer narrative:
This report is submitted on december 5, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to an extrusion of the electrode array into the external auditory canal. It is unknown whether the patient will be reimplanted with another cochlear device.